Event description:
As reported to medtronic, hospital nursing staff found that the metal plate had fallen off the adult paddle plate assembly on a hard paddle set; the reporter stated it is unk if the device was in use on a pt when the loose paddle plate was discovered.

Manufacturer narrative:
Medtronic replaced the paddle assemblies. Process changes to increase the amount of adhesive to the electrode plate has been implemented.